Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump module was found with tubing connected to a patient with a large amount of air in the tubing. The tubing was kinked just below the drip chamber, which caused the pump to suck air through the tubing as fluid would not flow. The pump module did not alarm and was caught by the nurse before it entered the patient. There was patient involvement but no harm.

Event description:
It was reported that the pump module was found with tubing connected to a patient with a large amount of air in the tubing. The tubing was kinked just below the drip chamber, which caused the pump to suck air through the tubing as fluid would not flow. The pump module did not alarm and was caught by the nurse before it entered the patient. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex a,g,c and d codes.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pump module was found with tubing connected to a patient with a large amount of air in the tubing. The tubing was kinked just below the drip chamber, which caused the pump to suck air through the tubing as fluid would not flow. The pump module did not alarm and was caught by the nurse before it entered the patient. There was patient involvement but no harm.